Manufacturer narrative:
The biomedical engineer (bme) reported that the lcd screen on the unit appears to be "rolling up and down." The screen image is cycling up and down the screen. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the lcd screen on the unit appears to be "rolling up and down." The screen image is cycling up and down the screen. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the lcd screen on the bedside monitor (bsm) appeared to be "rolling up and down." The screen image was cycling up and down the screen. The device was not in patient use. Investigation summary: the reported device was returned for repair. During the evaluation of the device, nihon kohden repair center (nk rc) could not duplicate the issue of the lcd screen image cycling. The evaluation found there were numerous parts missing from the device. Based on this, it is likely that the device case had been opened frequently by the customer. It is possible that these activities may have shifted parts into incorrect positions or loosened cables which may have presented in intermittent display issues. As the issue could not be duplicated, a root cause could not be determined. Based on the evaluation, the cause is likely related to use error and mishandling. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the lcd screen on the bedside monitor (bsm) appeared to be "rolling up and down." The screen image was cycling up and down the screen. The device was not in patient use.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from bsm-1733a to life scope pt. D4 additional device information / model #: corrected the model # from bsm-1733a to bsm-1733. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k080342 to k220976. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the lcd screen on the bedside monitor (bsm) appeared to be "rolling up and down." The screen image was cycling up and down the screen. The device was not in patient use.